Event description:
It was reported that over time the right ventricular lead had increasing impedance and threshold, and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing data log shows increasing rv lead impedence from 536 ohms on (B)(4) 2012 to 712 ohms on (B)(4) 2012.